Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient experienced syncope. It was then noted that the right ventricular (rv) lead exhibited noise oversensing, loss of capture, and pacing inhibition. An x-ray revealed a lead fracture in the pocket due to twiddler's syndrome. Subsequently, the rv lead was surgically abandoned and replaced. No additional adverse patient effects were reported.